Event description:
During training/inservice by facility staff, the device displayed a "pacer fault 116" message. The complainant indicated that there was no patient involvement in the reported malfunction.